Event description:
It was reported that this brady lead was surgically abandoned due to an unknown cause. A new lead with a different model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was surgically abandoned due to an unknown cause. A new lead with a different model was placed. No additional adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead was surgically abandoned due to rising thresholds and low atrial waves. Additionally, device-based testing confirmed these findings. No additional adverse patient effects were reported.